Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned implant identified nicks and gouges on the distal surface. The locking feature was also found to be flared out. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during knee arthroplasty that the articular surface implant would not fully seat. After a few attempts, another articular surface was used and successfully implanted. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4)the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.